Manufacturer narrative:
A company representative went on site and evaluated the system due to the reported event. No system issue was found that could contribute to the reported event. A number of factors could contribute to pain in the eye. The pressure on the system during applanation, the amount of vacuum suction created by the system, and other eye irritants caused by dryness could contribute to pain. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical administrator reported a patient complained of excessive pain when suction was applied to the left eye during a laser assisted cataract procedure. Upon follow up, the patient is doing well post operatively.